Event description:
Sorin group (B)(4) received a report that the s5 double head pump stopped and displayed an error message during priming. The clinician was able to clear the error and the case was completed without further issues. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump stopped and displayed an error message during priming. The clinician was able to clear the error and the case was completed without further issues. There was not pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.